Event description:
Customer was advised to disconnect and reconnect the tubing and reservoir; insulin did exit the tubing at manual prime. She was then instructed to rewind, reinsert reservoir and run manual prime; insulin pump did not alarm no delivery. Customer changed her infusion set after the no delivery alarm. Customer stated that the device did not deliver the day before and it did not give a no delivery alarm. Blood glucose value is 141 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.